Event description:
During surgery, the impactor tip broke during insertion of the femoral stem. The tip was lodged into the stem and could not be removed. The tip was left in the stem in the pt.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the root cause. Mfg or material error was not identified. It is, however, recognized that improvements are possible to alleviate this issue event if not used properly. Modified sample pieces will be manufactured and tested, to determine possible modifications that may improve the strength of the tip. Once testing has identified improvements in product strength, the decided upon modification will be captured. It was expected that improvements would be implemented by end of quarter 3, 2009. In a more recent, early september 2009 consultation, engineering now states that testing is on-going and completion is expected in quarter 4, 2009. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.